Event description:
Asr revision; asr hip resurfacing - right. Reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op). Some patient demographic information received on (B)(4) 2014. Patient age, sex, activity level and trauma added. Operative notes added. Surgeon name added, additional hospital added. Trauma: patient jumped off his bicycle. Correction (B)(4) 2014. Additional reason for revision added: loosening of femoral head. Additional patient demographic information received (B)(4) 2014. Patient details, x-rays added. Xl products inserted during resurfacing revision, product stickers for xl components are attached, however xl products and cup are still in situ. Cup was not revised. Still in situ. Complaint category amended to "noncontributing - implant not removed."

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision.asr hip resurfacing - right.reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op).